Event description:
A customer reported obtaining unexpected negative reactivity with a know anti-jkb sample on galileo echo m01420.

Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the echo. All samples have since been discarded. No repeat or additional testing was performed with either the current lot or a new lot of capture. We were unable to rule out a sample related issue.